Manufacturer narrative:
Manufacturer ref#: (B)(4). Additional information was received on 09-jul-2024. Summary: on (B)(6) 2024, the patient experienced the event of ¿weakness in the left lower limb,¿ which became known to the site on (B)(6) 2024 and to the sponsor on (B)(6) 2024. The principal investigator assessed this event as a serious, severe adverse event, and as possibly unrelated to the study device, and possibly unrelated to the surgical procedure. The event was not an unanticipated adverse device effect (uade). The event was not classified as an ischemic stroke or symptomatic cerebral hemorrhage. The event required hospitalization and medicinal treatment. The outcome is recorded as ¿symptom ongoing,¿ with no end date listed. No device deficiencies were reported, and the device remains implanted for continued use. Additional event information was reported as such, ¿the patient was admitted on (B)(6) 2023 due to "less fluent speech for more than half a year, with aggravation for more than one month", and was diagnosed with "middle cerebral artery stenosis (right), cerebral infarction, type 2 diabetes, and cerebral infarction recovery period". On (B)(6) 2023, the investigator (B)(6) informed the subject and the subject¿s family member of the study background, study objectives, trial process, possible risks and benefits of participation in the trial, and rights of the subject of "intracranial stent implantation in patients with severe symptomatic atherosclerotic intracranial artery stenosis (cerenovus enterprise 2 intracranial stent): a multicenter, prospective, single-arm target value study in china" (version 2.0, dated 30may2023) sponsored by johnson & johnson (shanghai) medical device company. The subject and the subject¿s family member considered fully before giving consent to voluntarily participating in this clinical trial. The investigator and the subject signed the informed consent form for this study on (B)(6) 2023, and a screening number of 1006 was assigned. On (B)(6) 2023, intraoperative dsa angiography showed severe stenosis of the right middle cerebral artery, with a diameter of 0.43 mm at the narrowest site, a diameter of 2.06 mm at the proximal normal site, a diameter of 2.04 mm at the distal normal site, a stenosis length of 10.12 mm, a stenosis rate of 79.1%. After confirming that the patient met all inclusion criteria and did not meet any exclusion criteria, the patient was enrolled and implanted with an enterprise 24.0 * 16mm stent. Angiography immediately following the surgery showed that the diameter of the narrowest part of the diseased blood vessel was 1.54mm, the diameter at the proximal normal site of the stenosis was 2.03mm, the diameter at the distal normal site of the stenosis was 2.10 mm, the residual stenosis rate was 24%, and the stent had completely covered the lesion, with satisfactory formation. The patient had good recovery after the surgery, and was discharged on (B)(6) 2023. The patient returned to the hospital for a six-month follow-up visit on (B)(6) 2024, without discomfort symptoms. The patient complained of good blood glucose control. However, and the blood lipid test results indicated poor blood lipid control. The patient received additional subcutaneous injection of evolocumab injection (140 mg, q2w). The reexamination on (B)(6) 2024 revealed significant decrease in blood lipids. Therefore, the dosing frequency of the evolocumab injection (140 mg, sc) was adjusted to once a month. The patient contacted the investigator on (B)(6) 2024 and informed the investigator that the patient experienced weakness in the left lower limb on (B)(6) 2024, and went to a local hospital for treatment. Some radiographic images (self-reading) returned from the local hospital revealed stenosis near the opening of the stent, suggesting that the symptoms were caused by stenosis at the opening of the stent, which might be related to poor blood lipid control. The patient was recommended to be hospitalized locally and return to our hospital for further treatment after the recovery of the symptoms. Because other circumstances were unknown, the initial report was reported first.¿ additional information was received on 09-jul-2024. Summary: on (B)(6) 2024, the patient experienced the event of ¿cerebral infarction,¿ which became known to the site on (B)(6) 2024 and to the sponsor on (B)(6) 2025. The principal investigator assessed this event as a serious, severe adverse event, and as possibly related to the study device, and possibly unrelated to the surgical procedure. The event was not an unanticipated adverse device effect (uade). The ischemic stroke was classified as ¿symptomatic intracranial arterial stenosis within vascular territory.¿ the event required hospitalization, a surgical intervention and medicinal treatment. The outcome is recorded as ¿symptom disappeared without sequelae,¿ with an end date of (B)(6) 2025. No device deficiencies were reported, and the device remains implanted for continued use. Additional event information was reported as such, ¿the patient contacted the investigator on (B)(6) 2024, and informed the investigator that the patient experienced weakness in the left lower limb on (B)(6) 2024 and went to a local hospital for treatment. Some radiographic images (self-reading) returned from the local hospital revealed stenosis near the opening of the stent, suggesting that the symptoms were caused by stenosis at the opening of the stent, which might be related to poor blood lipid control. The patient was recommended to be hospitalized locally and return to our hospital for further treatment after the recovery of the symptoms. The patient came back to the hospital for further treatment on (B)(6) 2024. The investigator inquired and learned that the patient developed weakness of left lower limb during labor on (B)(6) 2024, manifested as deviation to one side when walking, no obvious weakness of other limbs, no nausea or vomiting, no dizziness, headache, no slurred speech or other accompanying manifestations. Two hours later, the patient visited a local hospital, and physical examination showed shallow nasolabial folds on the left side, drooping mouth on the left side, grade 5 muscle strength of the extremities, and nihss score of 1. Brain CT showed multiple cerebral infraction, and thrombolytic therapy with alteplase was performed, and the positive signs disappeared after thrombolysis. Laboratory tests after admission: triglyceride: 1.67 mmol/l, total cholesterol: 4.36 mmol/l, homocysteine: 12.06 mol/l, high-density lipoprotein: 1.12 mmol/l, low-density lipoprotein: 2.48 mmol/l, glucose: 11.23 mmol/l high, small and dense low-density lipoprotein: 1.49 mmol/l high, glycosylated hemoglobin: 7.3% high. On (B)(6) 2024, the patient experienced weakness of left lower limb and inability to walk again without obvious inducement, and brain MRI + mra ((B)(6) 2024) showed multiple acute/subacute infarcts in right basal ganglia and temporofrontal lobe; cerebral arteriosclerosis with severe stenosis or partial occlusion of right middle cerebral artery and mra findings of reduced branches; cranial cta ((B)(6) 2024) showed tubular stent shadows in m1 segment of right middle cerebral artery, with less smooth lumen and no local contrast agent filling in the proximal end. During hospitalization, the patient was given anti-platelet aggregation, lipid regulation, stabilization of blocks, promoting blood circulation and removing blood stasis and other treatments, after which the symptoms were recovering, and the patient was discharged on (B)(6) 2024. The specific medication was unknown during the patient's hospitalization in local area, which was reported after further collection. On (B)(6) 2024, laboratory tests in the hospital showed that the maximum platelet aggregation rate was 27.5% low (40% -80%), the mean platelet aggregation rate was 24.7% low (35% -75%), and the effective platelet inhibition rate was 72.5% high (20% -60%), total cholesterol 2.65 mmol/l low (2.8-6.0 mmol/l), serum apolipoprotein b 0.49 g/l low (0.6-1.0 g/l), glucose 7.07 mmol/l high (3.9-6.1 mmol/l), complement c1q 108.5 mg/l low (159-233 mg/l); MRI showed: after right middle cerebral artery stent implantation, considering the possibility of small bleeding foci in the right basal ganglia. On (B)(6) 2024, this follow-up report was reported according to the patient's angiographic condition today: on (B)(6) 2024, aortic arch angiography + cerebral arteriography were performed under local anesthesia. The angiographic findings showed that the right internal carotid artery ran normally, giving off the right anterior cerebral artery and right middle cerebral artery. The right middle cerebral artery m1 segment stent stenosis was about 73% (the lumen at the heaviest stenosis was about 0.47 mm, the diameter of the normal vessel at the distal end of the stenosis was about 1.71 mm). Considering the hemorrhage transformation after focal infarction, balloon dilatation was not performed temporarily. It was recommended that the patient return to the hospital 2 months later for reexamination of imaging and surgery. The patient was diagnosed with cerebral infarction due to left limb weakness combined with MRI image, and this follow-up report updated the sae name as cerebral infarction. Follow-up and summary report on 09jan2025: the patient was admitted for further treatment on (B)(6) 2024. Physical examination on admission showed clear consciousness, good spirit, fluent speech, symmetrical bilateral nasolabial folds, tongue extension centered, and normal muscle strength and muscle tone of four extremities. Relevant auxiliary examinations were perfected after admission, showed ldl 2.52 mmol/l, blood routine, coagulation and blood biochemistry showed no significant abnormality, urine routine: glucose 4 +, urine specific gravity 1.040. Cranial MRI: postoperative middle cerebral artery stent implantation on the right side; multiple softening lesions in the right cerebral hemisphere; absence of septum pellucidum; paranasal sinusitis; possible old small hemorrhagic lesions in the right basal ganglia and corona radiata. Please combine with clinical and CT examinations. On (B)(6) 2025, ¿selective cerebral arteriography + balloon dilation of m1 segment of middle cerebral artery on the right side¿ was performed under general anesthesia. Intraoperative arteriography showed 90% in-stent stenosis of m1 segment of middle cerebral artery on the right side. Heparinization, under general anesthesia, the 6f*90cm long sheath was placed at the end of the right common carotid artery under the guidance of a 125cm multifunctional catheter and a super smooth guidewire. Under the roadmap, the super smooth guidewire band 5f*115 u-track intermediate catheter was placed at the end of the c2 segment of the right internal carotid artery. Under the roadmap, the xt 190 cm microguidewire was carefully passed through the stenosis to the distal m2 segment, and a 2.0*15 mm seno balloon was placed at the m1 segment stenosis of the middle cerebral artery along the microguidewire for accurate localization followed by pressurized pre-dilation. Arteriography showed that the stenosis was mostly recovered and the distal vessels of the intracranial angiography were well visualized. After the surgery, the sheath was removed and the patient was safely returned to the ward. The patient recovered well after operation, without complaining of special discomfort. Physical examination showed clear consciousness, good spirit, fluent speech, symmetrical bilateral nasolabial folds, tongue extension centered, and normal muscle strength and muscle tone of four extremities. The patient was discharged on (B)(6) 2025. Considering this cerebral infarction was caused by severe in-stent stenosis, the ae of severe in-stent stenosis was no longer recorded separately. The change was judged to be possibly related to the study device and possibly unrelated to the surgery.¿ on (B)(6) 2024, a clinical event committee (cec) was received regarding the event of ¿cerebral infarction.¿ the cec assessed the event as being possibly related to the study device and unrelated to the procedure. It was further commented, ¿cta six months after surgery and dsa 8 months after surgery showed restenosis at the initial segment of the stent, followed by cerebral infarction in the relevant area.¿ per the additional information received on 10-jul-2024, 11-oct-2024, and 17-jan-2025, regarding the events of ¿cerebral infarction and weakness in the left lower limb¿ (weakness of the left lower limb is a patient symptom resulting from the cerebral infarction. Both events will be captured under cerebral infarction); cerebral infarction is a known potential complication associated with the enterprise2 vascular reconstruction device and is listed in the instructions for use (IFU) as such. There was no alleged quality issues related to the used device, as the device performed as intended. The pi and cec assessed the event as being possibly related to the enterprise2 study device and possibly unrelated to the procedure. It was further disclosed that the restenosis at the initial segment of the stent was followed by a cerebral infarction in the relevant area. Based on this information, the correlating relationship between the event to the used device as a contributing factor cannot be ruled out. Additionally, the event required hospitalization, a surgical intervention and medicinal treatment. Therefore, this event does meet us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury,¿ with an awareness date of 09-jul-2024. The file will be re-reviewed if additional information is received at a later date.as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the icad study in china (cnv202003), subject # 1006, a 48-year-old male, underwent a vascular stent placement with an enterprise2 4mmx16mm no tip (encr401600/ 6920551) vascular reconstruction device on 18-dec-2023. On 29-jul-2024, the patient experienced the event of ¿severe in-stent stenosis,¿ which became known to the site on the same day and to the sponsor on 31-jul-2024. The principal investigator assessed this event as severe, and as possibly unrelated to the study device, and possibly unrelated to the surgical procedure. The event was not an unanticipated adverse device effect (uade). The event was not classified as an ischemic stroke or symptomatic cerebral hemorrhage. The event was not medically treated and did not require an in-patient surgery nor prolonged inpatient hospitalization. The event did not result in permanent impairment of body structure/body function nor fatal illness or injury. The outcome is recorded as ¿symptoms ongoing,¿ for persistent symptoms. No device deficiencies were reported, and the device remains implanted for continued use. Additional information was received on 09-aug-2024. Summary: the device information was provided for the used enterprise2 vascular reconstruction device: enterprise2 4mmx16mm no tip (encr401600/ 6920551). This device information has been updated in the initial note above. Regarding any additional intervention performed to treat the in-stent stenosis, ¿it is currently untreated and may be balloon dilated after 2 months.¿ this additional information has been reviewed. No changes regarding the reportability determination nor coding were required.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier: (B)(6). Section e1. Initial reporter phone: (B)(6). The device remains implanted; therefore, no further investigation ca be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Arterial restenosis of stented segment is a known potential adverse event associated with the enterprise 2 vascular reconstruction device and is listed in the instructions for use (IFU) as such. The device performed as intended with no alleged quality issue. There may also be patient, procedural, and pharmacological factors that may have contributed to the infarction with no indication of a device malfunction or defect. Section 4.10 of the clinical evaluation report (cer) for the medical device says the therapeutic lifetime of the enterprise stent is one year. There may have been pharmacological factors that may have contributed to the event (such as anticoagulation medication interruption), however, the correlating relationship of the event to the device cannot be ruled out, as the event occurred within the therapeutic lifetime of the device. Although no specific intervention is stated, it is clinically reasonable to assume an intervention would be provided in the case of a severe in-stent occlusion to preclude patient harm. Based on this information, this event does meet us FDA reporting criteria under 21 crf 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.